Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct (PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of ventralex st mesh. Per operative notes, ¿a curvilinear incision was made into the abdominal wall. The hernia sac was dissected out. A ventralex st mesh was placed into the defect and closed with sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent umbilical hernia, adhesion, scar tissue, thereby underwent laparoscopic repair with partially explant of ventralex st mesh and implant of synthetic mesh. Per operative notes, ¿an incision was made just off the left costal of umbilicus. The hernia sac was noted with previously placed mesh. The hernia sac was dissected free from abdomen. Previously placed mesh was excised partially with hernia sac. There were multiple adhesions which were taken down. All scar tissues were removed from abdomen. A synthetic mesh was placed into the defect and closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."